Event description:
N/a.

Manufacturer narrative:
The device was not returned for evaluation, therefore the failure analysis to identify root cause to the end users experience could not be determined. A DHR review cannot be performed at-this-time as lot or serial number of devices was not provided nor has the product been sent in for inspection. The reported complaint was not confirmed. The root cause to the end users experience could not be determined.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that the a1059 mayfield modified skull clamp presented with a broken adjustment screw on (B)(6) 2019. The device was not in contact with patient; hence there was no patient injury reported. There was no surgery delay noted. Additional information has been requested.